Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/18/2018 that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A probable cause could not be determined.